Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited far field over sensing (ffos) on the atrial channel, resulting in atrial tachy response (atr) episodes. Technical services (ts) determined ffos caused the inappropriate mode switch episodes and provided reprogramming recommendations. This device remains in service. No adverse patient effects were reported.